Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high capture thresholds and failure to capture. No additional adverse patient effects were reported. The patient's pacemaker remains in service with a new rv lead.